Event description:
It was reported patient enrolled in a clinical study underwent partial hip arthroplasty on an unknown date in 1979. Subsequently, patient underwent total hip arthroplasty on an unknown date in 1982. It was reported patient was revised on an unknown date in 1984 due to an unknown reason. It was further reported patient underwent revision procedures on (B)(6) 1985, (B)(6) 1992 and (B)(6) 1995 for unknown reason. Subsequently, patient underwent a revision procedure on (B)(6) 2004 due to loosening of the cup. It was further reported the patient was revised on (B)(6) 2008 due to wear of the acetabular component, presence of osteolysis and loosening of the cup. Operative notes state there were fractured screws present. It is unknown which screw(s) were fractured. The constrained head, acetabular component and polyethylene liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 7 mdrs filed for the same patient (reference 1825034-2013-04859 / 04860 / 04862 and 2014-00650 / 02981 / 02983).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on the left side on (B)(6) 2004 due to acetabular cup loosening.